Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e2010 - needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The reporter stated that the patient was initially experiencing pain and discomfort during the usage of the sensor, so they decided to remove the sensor ( (B)(6) 2024 ) and when they did they noticed that the insertion area was red, puffy and swollen. The patient also had bruising. The patient decided to have it checked the next day ( (B)(6) 2024 ) and went to urgent care. He was diagnosed with cellulitis infection. They then prescribed him cephalexin 500 mg 4x a day for 7 days. He was not admitted. He went back again to the emergency room the day prior to the report ( (B)(6) 2024 ) to have it rechecked since he was feeling chills and the insertion site was getting hard. The doctor then again prescribed him doxycycline monohydrate 100 mg as prescribed. At the time of the report, the patient was doing fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.